Manufacturer narrative:
This event was reviewed by (B)(6) rn, ppg director, and dr. (B)(6), medical affairs cmo ep. After review of the reported event, it was concluded that the event was not product related, and no device malfunction occurred. Review of the event concurred that the excessive force applied with the tacticath se to the ostium of the main stem of the left coronary artery (lca) resulted in dissection of the lca and the subsequent cardiac ischemia, bradycardia, and arrhythmia that were observed. After a period of resuscitation, percutaneous coronary intervention (pci) was performed to stent the lca to return blood flow to the ischemic tissue. After the pci, a pericardial effusion was noted via echocardiogram which ultimately progressed to cardiac tamponade and required open heart surgery. However, the patient was not able to recover and expired the following morning. Entering the main stem of the left coronary artery with a device presents a high risk of vessel dissection. Manufacturer narrative: the results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported vascular dissection could not be conclusively determined.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported arrhythmia could not be conclusively determined.

Event description:
During a premature ventricular contraction procedure, an arrhythmia occurred requiring defibrillation and intubation. The catheter was inserted into the femoral artery and advanced up inside the aorta. Targeted ablation located was the left ventricle. Before crossing the aortic valve the catheter was accidentally advanced into the coronary artery ostium, at which point high force was communicated to the operator. The catheter was pulled back, but the 12-lead ECG began to show ischemic changes immediately. The patient then proceeded to degenerate hemodynamically, requiring defibrillation and intubation. The left main coronary artery initially was completely occluded but was eventually accessed and stented to restore flow down the lad.